Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient suffered serious bodily injury, mental and physical pain and suffering, multiple surgeries, and has sustained permanent injury and other damages. No other information is available.